Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received a force sensor calibration values corrupted alarm during rewind. The customer also reported that they received an alarm that had something to do with the motor. The customer's blood glucose was 27.0 mmol/l at the time of incident. The customer stated that they treated the high blood glucose by giving bolus. The customer stated that the alarm occurred during the rewind and prime sequence. The customer stated that they were unable verify the alarm due to force sensor calibration values corrupted alarm would occur during rewind. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the basic occlusion, occlusion, prime and no delivery tests due to a force sensor calibration alarm. Unable to verify motor error alarm due to the force sensor calibration alarm. The pump was received with constant force sensor calibration alarms due to a software error. The motor passed the motor test. The pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.